Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-97959.

Event description:
It was reported that the insulin pump had altered settings after the customer had discontinued use of the insulin pump. The blood glucose levels were low in the 50 mg/dl range. The customer stated that after she had been hospitalized, she went to a rehabilitation center, where her settings had been altered. She stated that she experienced low blood glucose as a result of incorrect adjustments to her settings. The customer declined troubleshooting assistance for the matter. Nothing further reported.